Event description:
A post operative pneumothorax was reported. At wound check, one week post implant, x-ray showed nearly complete resolution. The pneumothoras was reported to have resolved spontaneously. No additional patient complications have been reported.

Manufacturer narrative:
This event occurred nearly three years ago, and is reported to be resolved. No follow up will be done with the user facility.